Event description:
Additional information was received as follows: the location of the infolding was reported as being at the distal end of the contralateral limb of the bifurcated body.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that, during the index procedure, the stent graft had infolding in the contralateral limb resulting in the inability to open the limb. After hours of working with the contralateral limb, the physician was able to open the limb using an iliac and subclavian approach and the limb was successfully implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.